Event description:
It was reported that the 9900 system displays a communication failure and locks up. The 9900 system works as intended after reboot. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The system interface board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.